Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine device check, pause episodes with small r-waves with undersensing was observed on the device. Patient was asymptomatic. This behavior was evident during sleep period and early hours of the morning possibly due to the device having loss of contact in the pocket. During the patient¿s next in clinic visit the false episodes will be attempted to be reproduced. There was no plan to do any programming changes as of now and instead monitor the device. No further information available.